Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 375cc saline catalog #3501660 lot #6621841-009. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 375cc saline breast prostheses. Deflation on the left breast prosthesis was determined. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Product evaluation discovered a rent measuring approximately 0.4 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/21/2018, mentor became aware that the patient underwent bilateral removal and replacement with (left) mentor smooth round moderate profile 375cc saline catalog: 3501660 lot: 7546181 sn: (B)(4) and (right) mentor smooth round moderate profile 375cc saline catalog: 3501660 lot: 7542655 sn: (B)(4). Manufacturer¿s reference number: (B)(4).